Event description:
It was reported the coagulation was weak and there was a loud noise. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The representative informed medtronic the unit would be returned; however, as of (B)(4) 2012, the unit has not been returned. If the generator is returned, a follow-up report will be submitted.